Manufacturer narrative:
Monitor sn (B)(4) was returned and evaluated at the distributor. The reported problem (adjust belt messages, damaged monitor case) was confirmed. As received, the monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the monitor sn (B)(4) had a damaged monitor case and was causing "adjust belt" messages.